Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional tests including displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to blank display.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.